Event description:
Since flow of cerebrospinal fluid was not confirmed by pumping before implant, the device was not used.

Manufacturer narrative:
(B)(4). The valve was patent and passed reflux and leak testing. The valve performance met all established specs for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of mfg records showed no anomalies. No pt impact was reported. All of our valves are 100% tested at the time of manufacture.